Event description:
User called into emergency support program line to request support with. It was reported that during routine check the issue was found that the cs100 had button panel malfunctioned and many buttons could not be pressed. No patient involved.

Manufacturer narrative:
Due to character limit e1(event site name)- (B)(6), e1(event site address)- (B)(6). E1(telephone)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp)'s buttons were malfunctioning. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, h3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after the machine was turned on november 27, the buttons malfunctioned. It restarted automatically and worked normally. After that he button panel malfunctioned again, and many buttons could not be pressed. The repair engineer was notified and gave the customer a quote to repair the unit but the customer had decided to not proceed with the repairs.